Event description:
Elective pacemaker generator change + lead revision due to generator + lead malfunction. Ventricular lead impedance >9,999 ("open circuit"). Lead found to be fractured. Medtronic 5034-58 capped secondary to fracture. B.p. 112/62, h.r. 130 + irreg.